Event description:
A peritoneal dialysis pt has reported the dialysis solution was leaking out of the pt's extension set during treatment. Pt was in dwell one of treatment. The leak was noticed at the connection point to the cycler tubing. Prophylactic antibiotics were administered as precaution and pt had no ill effects. Sample discarded by the pt; sample is not available.